Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
On (B)(6) 2013, the patient underwent the surgery with the t2 recon nail. The fracture part was non-union. On (B)(6) 2014, the surgeon found that the nail was broken. Therefore, the patient underwent the revision surgery by the g3 long nail on (B)(6) 2014.